Manufacturer narrative:
Root cause determination cannot be made. The mesh was able to be used for the repair and is implanted in the patient. Based on the information provided and not having the sample to evaluate, the complaint event is associated with undetermined root cause. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Regarding fixation the instructions-for-use states, "a minimum of a 4 mm bite should be used. Care should be taken to ensure that the mesh is adequately fixated to the abdominal wall. If necessary, additional fasteners and/ or sutures should be used.¿ should additional information be provided, a supplemental emdr will be submitted. Note: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the bard soft mesh tore while the surgeon was attempting to fixate using sutures. As reported that additional sutures were used to complete the repair. There was no injury to the patient reported.